Event description:
It has been reported to us that the wire lumen of the aspiration catheter became torn during the procedure. The physician inserted the guidewire into the pt. The physician advanced the aspiration catheter over the guide wire. At some point during the procedure, the physician pulled back the aspiration catheter and the wire lumen area became torn. The device was removed without incident. The pt is reported to be fine.

Manufacturer narrative:
Actual device involved in case was evaluated. Visual examination performed. Results, conclusion: the actual device used during the case was returned and evaluated. Visual examination of the aspiration catheter revealed that the guidewire used during the case was engaged into the wire lumen of the aspiration catheter. Visual examination of the wire lumen area of the aspiration catheter revealed the wire lumen is tore from the proximal end in the distal direction stopping at the proximal end of the radiopaque marker band. Closer examination of the location of the radiopaque marker band revealed that the marker band is still connected to the aspiration catheter. A cine of the case was provided and a review has been conducted. The review of the cine did not indicated any issues of events that would contribute to the damaged found to the aspiration catheter returned. A review of the device history record did not detect any deficiences in the mfg process. The event has been confirmed; however, the exact cause for the event is unk